Event description:
The graft was implanted for a femoro-popliteal graft. After declamping, the graft leaked blood (quantity unknown, but reported as insignificant by dr) from its walls. The bleeding was stopped with hemostatic agents (not identified) and the graft was left in. The pt's condition is ok.